Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device failed the elbow and base temperature assessment reading 104 degrees (less or equal to 103 degrees).it was further determined that the device had worn out gears and bearings, causing the device to fail temperature assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out gears and bearings from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified lumbar surgical procedure, it was observed that the attachment device was heating up. According to the reporter, the bearings locked up to the bone dissection tool and the attachment device heated up. It was further reported that the dissection tool was disposed off at the facility, however, there were black markings present on the tool. There were no delays to the surgical procedure as a spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.